Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. No failure detected; the controller was able to retain the correct date and time during bench testing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the vad coordinator via phone on (B)(6) 2016 that the patient's back up controller showed a date of 01/01/00. The back-up controller was  replaced with controller (B)(4). There was no reported consequence or impact to the patient. No further information was provided.